Event description:
It was reported to target/bsc that the balloon did not inflate testing. Upon analysis on march 15, 2001 it was found that the balloon had ruptured and detached, therefore this complaint became an MDR.